Manufacturer narrative:
Additional information: initial reporter's phone and address. H10: the customer reported 12 specific examples and provided 12 different reports with samples, under this complaint record. To summarize all these issues, the customer reported 'various issues, holes in tubing, leaking, adhering to itself'. This investigation is for the report of 'holes in tubing'. There are no samples for the summarized report. A device history record review was not performed as the lot number is "unknown" for this complaint. The root cause of this failure could not be identified without a failure investigation.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was cracked. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that various issues, holes in tubing, leaking, adhering to itself.